Event description:
Hospira sapphire pump - patient complained of inadequate pain control, staff discovered battery was low, charger was plugged into port for pt. Control and was not charging the device. Staff checked all devices in their storage location and all devices had the charger and patient. Pendant plugged into the incorrect port, none of the devices was charging. The device is made with a single input port that serves as both charging port and pt. Pendant port charger must be plugged into the port on the device and the pt. Pendant must be plugged into the adaptor in order for both to work. No engineering control is in place to prevent reversing the plugs. If plugs are reversed the patient, pendant will function but the device will not charts/run on ac.